Manufacturer narrative:
Additional information for section h4 device mfg date: manufacturing date range: (B)(6) 2016 to (B)(6) 2022. Investigation into the cause of this issue found incorrect standoffs were installed by the supplier, turnamatic. A product correction letter was issued on (B)(6) 2024 to all alinity s system customers with impacted serial numbers, notifying them of the potential hardware issue with the assembly of the alinity s system incubation track. The product correction letter informs the customer that an abbott representative will be performing an inspection of the alinity s system to confirm the five standoffs are correct. If any standoffs are identified as incorrect, the abbott representative will work with the customer to schedule the required service activities to replace these standoffs. There are no additional necessary actions to be taken by the customer.

Event description:
Abbott has identified a potential issue with hardware associated with the assembly of the alinity s system incubation track. Four standoffs (posts) are utilized to attach the alinity s system incubation track to the system frame. In the instance identified, two of the four standoffs were found to be 5.75 millimeters above specification creating a slight (+0.37o) elevation at one end of the track. This may lead to reaction vessel (rv) jams and/or splashing within the rv as it transitions from the incubation track to the process path during instrument operation. Splashing within an rv has potential to affect test results. There have been no occurrences of incorrect results due to this issue. A fifth standoff is utilized on the alinity s system to attach the rv loader to the frame. The rv loader transitions the rv to the incubation track, which is pre-analytic movement during instrument operation. There would be no impact to assay test results.